Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter was defective damaged it was reported by customer that 2 more issues with the catheter. There is an extra piece of plastic that is at the tip of the catheter. When the needle is moved, this piece of plastic has sheared off - either by going inside of the catheter or falling off completely. Verbatim: we have had 2 more issues today with the catheter (same issues as last week).

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.